Event description:
Healthcare professional reported patient may have leaking port.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no model number, serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."